Manufacturer narrative:
Event date was reported as the weekend of 2007: the facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made. The device history record of possible batches based on a shipment history of devices shipped to this facility has been reviewed and no issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications.

Event description:
It was reported that during preparation for an unknown procedure the tip of the ultra 2 cutting balloon was found damaged. It was further reported that the device was "coming apart" at the point of the catheter/balloon connection. There was no contact with the patient, and the procedure was completed with another of the same device.